Manufacturer narrative:
The tandem user guide states that the insulin on board is the insulin that is still active (has the ability to continue to lower the blood glucose) in the body after a bolus has been delivered. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the insulin on board (iob) was the amount of time it took for the insulin to be delivered. The customer thought that the blood glucose (bg) level would run low overnight so food and milk were consumed. Subsequently, the bg level ran high. Tandem technical support reviewed the iob feature with the customer and explained that it represents the amount of insulin that is still active in the body. The customer understood.